Event description:
The customer reported that there was a cine disk error and the cine function would not work. No pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was replaced and reformatted. The system was tested and found to be working as intended and put back into service.